Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the initial impedance measurement measured 55 ohms. A routine defibrillation threshold (dft) test was performed post implant in which a 65 joule shock was provided, however, it failed to convert. The patient required three external shocks. Shock impedances was 101 ohms and went as high as 135 ohms. Technical services discussed possible cause and what could impact impedance. The physician will repeat dft testing at a later date. Subsequently, this system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the initial impedance measurement measured 55 ohms. A routine defibrillation threshold (dft) test was performed post implant in which a 65 joule shock was provided, however, it failed to convert. The patient required three external shocks. Shock impedances was 101 ohms and went as high as 135 ohms. Technical services discussed possible cause and what could impact impedance. The physician will repeat dft testing at a later date. Subsequently, this system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.